Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. Additional contact information: distributor information: a-strong co., ltd. (B)(4).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the clamp can¿t fully lock, and still leak when locked. The event occurred during infusion of fentanyl. There was no obvious defect noted on the tubing set with no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition.there was patient involvement, but no patient harm. No further information is available for this complaint

Manufacturer narrative:
Received one (1) used list #142730490 plum 150 ml burette set for evaluation on 5/15/2024. As received no damage or anomalies were noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. After the infusion test, attempting to replicate clinical use, free fluid flow through the set was established. Each of the three clamps were then activated one at a time and was able to lock each clamp and stop fluid flow as expected. The set was then leak tested per specifications. No leakage was observed. The complaint of clamp can¿t fully lock, still leak when locked cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.